Event description:
On 1/4/10, a reporter/layperson (patient's mother) complained that the patient's onetouch ultralink meter results were inaccurately low compared to a back up onetouch ultra2. The reporter confirmed and reported additional info to this senior medical surveillance specialist on 1/11/10. The family had been skiing in 30 degree weather on (B) (6) 2010 with the meter and test strips stored in the pt's jacket. Between 4 and 5 pm after skiing the meter prompted 'temperature error' when the pt attempted to test. When the meter and strips came to room temperature, the message no longer prompted. Around 10 pm the same night, the patient complained she "felt low" (her legs were weak, a symptom she has when blood glucose is low). Two tests prompted "low glucose" (below 20 mg/dl). The reporter gave the patient glucose tablets. Afterward (time frame not recalled) retested. Because the meter again prompted low glucose, the pt was tested on their backup onetouch ultra2 with another vial of strips (lot number not known), result 101mg/dl. The patient's father then tested his own blood glucose with the ultralink and possibly the subject test strips, obtaining 32 mg/dl. Because of the father's 32 and the patient's low blood glucose prompt after consuming glucose, the reporter doubted the meter. Both meters were in range with control solution using the new vial of test strips when they returned home. She did not test with blood. There is no indication the product contributed to injury since the pt's symptom of weak legs does not meet criteria for serious injury and started before the alleged issue began. The reporter also stated that she did not doubt the pt's blood glucose had been somewhat low although not less than 20. Treatment was not delayed. However, because the variance between the two meters was greater than the expected less than equal to 20%, the complaint is reported. Meter, strips, and control were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.